Event description:
Had an inguinal hernia repair, have had severe groin pain since surgery was done, have been to multiple doctors, a surgeon just told me that I have an entrapped nerve in the mesh that was used for the surgery. I am in severe pain. I do not have a life anymore, cannot urinate properly, cannot make love to my wife -hurts too bad-, cannot play with my kids - running, jumping etc-, walk for periods of time, lay on my left side. I have fluid in my left testicle and my scrotum area is swollen and sensitive to touch. I need more info on this. I am contacting the dr and the hosp where I had surgery to get the records, so I can get the name of the mesh that was used on me.